Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's thoracotomy site appeared erythematous and irritated on (B)(6) 2021 after the patient had scratched the site. The site did not exhibit any tenderness or drainage. Infectious disease recommended a computed tomography (CT) scan which was done on (B)(6) 2021. The CT scan did not reveal any evidence of infection. The patient was started on prophylactic oral doxycycline on (B)(6) 2021 as a precaution. It was additionally reported that pus had drained from the patient's incision site. Cultures showed no growth but oral doxycycline was reordered for monitoring. An outpatient computed tomography (CT) scan of the patient's chest was planned. No fevers and no cellulitis were noted.